Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Three implant dates have been reported ((B)(6) 2010, (B)(6) 2011 and (B)(6) 2012) with no information regarding the exact implant date of the device. There were two other physicians reported with this event, their contact information is as follows: (B)(6).